Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
B)(4). After further investigation it has been determined that this submission is a duplicate of report 6000001-2011-04156. All further reporting for this condition will be submitted through report 6000001-2011-04156.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous reported problem for this pump. Device evaluation: the investigation included evaluation of the actual device. The reported condition of an ap ii pump that was not delivering was not confirmed nor reproduced during product evaluation. The assignable cause was not identified. Therefore, no repairs were made to fix the reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter to report an ap ii pump in which there was a non delivery. There was patient involvement. The event occurred during delivery in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.